Event description:
The article, "determinants of adverse outcomes following patent foramen ovale closure in elderly patients", was reviewed. The article presented a retrospective, multicenter study to determine the incidence and predictors of adverse events (recurrent cerebrovascular events [cve] and atrial fibrillation [af]) post-patent foramen ovale (pfo) closure in older patients with cryptogenic events. Devices included in the study were amplatzer pfo occluder, premere, amplatzer asd occluder, amplatzer cribriform occluder, gore cardioform, cardia intrasept, starflex, occlutech, and cocoon. The article concluded that ollder patients undergoing pfo closure had a relatively low rate of cve and new-onset af after a median follow-up of 2 years. The presence of diabetes, asa, and a more advanced age determined an increased risk of adverse clinical events. These factors may be considered in the clinical decision-making process regarding pfo closure in this challenging population. [The primary and corresponding author was josep rodés-cabau, quebec heart & lung institute, laval university, 2725 chemin ste-foy, g1v 4g5, québec, qc, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca]. The time frame of the study was from 01 august 2000 and 24 february 2023. A total of 689 patients were included, of which 486 (70.5%) received an abbott device. The average age was 65 years and the majority gender was male. Comorbidities included smoking, diabetes, hypertension, dyslipidemia, chronic kidney disease, coronary artery disease, myocardial infarction, chronic obstructive pulmonary disease, migraine, deep vein thrombosis, pulmonary embolism, thrombophilia.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder procedure were reported in a research article in a subject population with multiple co-morbidities including smoking, diabetes, hypertension, dyslipidemia, chronic kidney disease, coronary artery disease, myocardial infarction, chronic obstructive pulmonary disease, migraine, deep vein thrombosis, pulmonary embolism, thrombophilia. Some of the complications reported were included death, stroke, myocardial infarction, cardiac tamponade, atrial fibrillation, bleeding, transient ischemic attack, deep vein thrombosis, device embolization, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: death date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "determinants of adverse outcomes following patent foramen ovale closure in elderly patients".